Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pumps were returned to animas and investigated. The complaint could not be confirmed or duplicated with investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced an insulin on board calculation issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-12 years of age. Of the reported patients, 1 were male, 1 were female.